Event description:
After having lasik surgery on both eyes, my vision has improved dramatically. However, the side effects are numerous and on going. I have terrible vision at night. The halos and starbursts make it virtually impossible to drive, especially at dusk and dawn. I also have trouble focusing long distance. For example; when driving and reading, a quick glance does not give my eyes enough time to focus. It takes 1 - 3 seconds for my eyes to focus properly in order for me to read a sign. The other, most debilitating side effect has been reading - books-. It is almost impossible for me to read in fluorescent lighting. This posed a great problem in school. I am unable to focus clearly and my peripheral vison is like a bright lighted blur. It is very difficult to explain. There are certain texts and colors that make it even more difficult for me. Computer screens can also pose a bit of difficulty to read, especially if the room is dim. I do appreciate the fact that I no longer have to deal with contacts and glasses and the benefits reasonably outweigh the risks. I am, however, disappointed with my over abundance of side effects.